Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and patient was hospitalized on (B)(6) 2017. The customer reported that last week patient was in (B)(6) and in diabetic ketoacidosis. The same thing happened last saturday. The customer now has high blood glucose of 250mg/dl. The customer went to give a bolus but it was saying change the site. Patient¿s current sugar was 263mg/dl. The patient took 6 units in my arm. Patient's blood glucose at time of incident was more than 655mg/dl. The patient was throwing up. The customer treated for high blood glucose with manual injections. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The insulin flow blocked or no delivery alarm functioning properly. No insulin flow blocked or no delivery alarm during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.